Manufacturer narrative:
(B)(4).

Event description:
When the user was advancing the catheter, the wire began to unravel and was unable to be inserted. The procedure was aborted and a new catheter provided to insert. It was reported the user met resistance pulling back the wire, and it came back unraveled. The entire wire was removed. The proximal j-tip was intact. No medical intervention was required. The procedure was successfully performed with another catheter kit and the patient had no issues post procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and the product lidstock for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the distal weld and had multiple kinks in the guide wire body. The distal end of the safety ribbon wire was broken and protruding out of the coil wire. In this guide wire, the core wire does not attach to the distal weld. The core wire was observed to still be attached to the proximal weld, as well as the safety ribbon wire. Microscopic examination of the guide wire confirmed the safety ribbon wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. The major kinks in the guide wire measured at 335mm and 425mm from the proximal end. The broken safety ribbon wire length measured 698mm, which is within the specifications of 694-706mm per product drawing; therefore, no pieces of the safety ribbon wire appear to be missing. The guide wire outer diameter measured 0.952mm, which is within the specifications of 0.94-0.965mm per product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the batch listed on the returned lidstock with no relevant findings. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire safety ribbon wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
When the user was advancing the catheter, the wire began to unravel and was unable to be inserted. The procedure was aborted and a new catheter provided to insert. It was reported the user met resistance pulling back the wire, and it came back unraveled. The entire wire was removed. The proximal j-tip was intact. No medical intervention was required. The procedure was successfully performed with another catheter kit and the patient had no issues post procedure.